Event description:
It was reported that one month after implant, the lead exhibited thresholds of greater than 7 volts in the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.